Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 01-oct-2018 with the following findings: a review of the black box showed a power interruption on the date of complaint for unknown reason, and deliveries were resumed. The pump was returned with a cracked battery compartment a left side of the grip at the threads. The returned battery cap was able to fully secure until the o-ring was seated. Investigation was unable to reproduce power losses or reboots. The pump cover was removed and no internal power defects were found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas alleging that the patient experienced a blood glucose of 20 mmol/l with nausea, polydipsia and tiredness with unspecified level of ketones associated with an alleged power issue. Reportedly, the patient remained on the pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support, it was noted that there was a crack in the battery compartment. The patient remained on the pump and increased the temp basal and gave herself a couple of injections to treat the blood glucose excursion. It was stated that the pump may have lost power as well. This complaint is being reporter because the patient experienced hyperglycemia associated with an alleged power issue.